Event description:
Per information provided: (B)(6) 2013: patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with the implant of modified kugel patch (device #1 ¿ right), perfix plug (device #2 - left), bard mesh (device #3 - left). Per op notes, ¿on right, the entire inguinal floor was reinforced by a piece of modified kugel patch (device #1) and sutured from the shelving edge of the inguinal ligament to the internal oblique fascia. On left, similar procedure was carried out as right side with the implant of perfix plug (device #2) and bard flat mesh (device #3).¿ (B)(6) 2019: patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair with the implant of bard soft mesh (device #4). Per op notes, ¿on the left side, the patient was noted to have mesh (device #2, #3) with prior open hernia repair extruding through the internal ring. On the right side, patient had small defect. A bard soft mesh (device #4) was placed in a u formation around the vessels in vas deferens using a sorbafix tacker.¿ (B)(6) 2019: patient underwent removal of left inguinal nerve. (Note: there is no op notes provided in medical record).

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2012) is considered to be a best estimate. This emdr represents the bard flat mesh (device #3). Additional supplemental emdr and emdr were submitted to represent the bard modified kugel patch (device #1) and bard perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.